Event description:
It was reported patient underwent a total hip arthroplasty in 1999. Subsequently, patient was revised on (B)(6) 2013 due to poly wear. The cup, liner and head were removed and a biomet head and competitor cup and liners were replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.